Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device the reported condition that the device was leaking oil from the adaptor was not confirmed as the device passed pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had residue of unknown substance found on the internal electronic components. It was determined that this issue was consistent with improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was incorrectly reported in the previous report that the device was evaluated. Upon complaint review, it was determined that the device was returned on aug 23, 2017 and pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon product receipt, it was determined that an unknown cutter device was removed from the quick coupling device. Therefore, this cutter device was added to the concomitant section of this report. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the an unknown cutter was stuck inside of the attachment, the unit failed the self holding check and the cone sleeve, bearing and the guide sleeve were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning, sterilization and/or maintenance procedures not followed per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified veterinary case, it was observed that the quick coupling device piece seized during removal of intramedullary pin from patient. It was not reported if there were any delays to the procedure or whether a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.